Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sleeve gastrectomy procedure, the staple line gave away immediately after firing. The device was a new gun and had a preloaded green cartridge. Unknown how case was completed. There were no adverse consequences to the patient.